Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. After replacing the therapy cable and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that the therapy cable was defective. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated to the reported event.